Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-07320. It was reported that the right atrial and ventricular leads exhibited oversensing of noise resulting in pacing inhibition and noise reversion episodes. No device intervention was performed. The patient was stable and will continue to be monitored.